Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, noise oversensing leading to loss of cardiac pacing was detected on the right ventricular (rv) lead. Loss of capture was also noted on the rv lead. The physician then capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.

Event description:
New information received notes that high pacing impedance was detected on the rv lead.